Event description:
A physician reported that the capsular toric mark was off axis as a result of which system generated an unexpected image in the right eye of the patient during refractive surgery. There was no capsular tear and the surgeon did not re dock as well. He docked on the eye once and maintained suction in the entire procedure. Further the surgeon when pushed the advanced prepositioning button, the system should have prompted the device to capture an updated docked image but it did not.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.